Event description:
On (B)(6) 2013, the patient contacted animas to report that the subject pump was giving an occlusion alarm approximately every 6 hours. At the time of the call, the patient stated that his blood glucose (bg) went up to 600 mg/dl and he developed symptoms of drowsiness and nausea after issue began. The patient reported that at time he developed high blood glucose excursion he was able to get the pump to work and took a correction bolus. At the time of troubleshooting, the patient reported he changed out infusion sets multiple times and used sets from 3 different boxes. The patient stated he also changed sites from legs to abdomen; however, occlusion alarms continued. The patient reported that he is not able to prime insulin through tubing; however, when he removes cartridge from pump he is able to push insulin through tubing without any difficulty. The animas representative noted that the issue remained unresolved. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. Insulin pump use could not be ruled out as cause or contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/03/2014 with the following findings:.last basal delivery was on (B)(6) 2013 at 20:11pm. Black box and alarm history shows multiple ¿occlusion¿ alarms due high force on the reported event period. Tdd add up correctly and reflect the basal target.. The pump was primed and exercised for 24hr successfully, no ¿occlusion¿ alarms occurred. The 3-force sensor calibration reading is within specification. The unit passed a delivery accuracy test. The pump performs within specification. Unrelated to the complaint, the pump display contrast is pinkish.